Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained indicating that this crt-d was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) wanted to performed patient initiated interrogation as the physician wanted to find out why the patient experienced syncope. Additional information was obtained indicating that the source of patient¿s syncope was not determined. The crt-d tripped to elective replacement indicator (eri) and will be scheduled for a device replacement. This crt-d remains in service. No additional adverse patient effects were reported.